Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a lost sensor signal on the insulin pump and the battery was drained. When they woke up the insulin pump was off and their blood glucose was running high. They inserted a new battery and the insulin pump turned back on. The customer's blood glucose level during the incident was 15 mmol/l. The customer's current blood glucose level was 20.5 mmol/l. They treated their blood glucose with the insulin pump. They also reported that they had received a power loss alarm. The insulin pump was not alarming at the time of the call. Troubleshooting was performed. The alarm history was reviewed. It was noted that they did not receive a low battery alert prior to a replace battery now alarm. They inserted a new battery and it resolved the issue. The device will not be returned for analysis.